Event description:
I was using the medtronic minimum 670g and was life lighted due to dka(diabetic ketoacidosis) because the pumps battery cap came undone and turned the pump off without my knowing. I became very ill within hours and had to go to the ER where I basically died and they brought me back. It effected my organs due to the dka and my blood sugar being over 1200. I spent 5 days in ICU. And still have kidney issues due to it. I am unsure of all tests done. I have all records if needed there are more than 100 records. FDA safety report ID# (B)(4).